Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the insturment jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.